Event description:
(B)(4). It was reported that following a coronary artery treatment procedure the patient experienced a thrombosis. The target lesion was located in the mid left anterior descending artery with 90% stenosis, and was 3.0 mm long with a reference vessel diameter of 12 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 16 mm promus element plus study stent. Following post dilatation, residual stenosis was 0% with timi 3 flow. The physician noted that there was possible thrombus post stent deployment and there was no thrombus pre-procedure. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).